Event description:
It was reported that an unspecified amount of bd insyte-n autoguard winged yel 24gax.56in are shredding. The following information was provided by the initial reporter: 'our 24g IV catheters were shredding at the end on insertion. We have had more shredding.'

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3249702. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information: 1) was there difficulty/resistance during insertion? No. 2) was the needle puncturing the catheter walls? No. It the catheter just split at the end. 3) were there complete breaks in the catheters? Were foreign bodies created when the IV catheters shredded? No. 4) were medical or surgical interventions required as a result of this event? (E.g. IV antibiotics, additional unplanned imaging for foreign bodies, etc.) If so, what? No. 5) were there any serious injuries or adverse events that occurred? If so, what? No 6) how many times has this occurred with each lot? Unsure. Multiple on each per staff. 7) is there any differentiating information for the occurrences (e.g. Different event dates, different patient information, etc.)? Yes. Different dates and different patients.